Event description:
As reported, during a pericardiocentesis, the tip of a micropuncture access set¿s wire separated in the patient. Reportedly, the wire sheared off against the needle tip as the user attempted to withdraw the wire through the needle. Per the physician, ¿the IFU states not to do this, so not a product failure.¿ additional information has been requested but is not available at this time.

Manufacturer narrative:
D4: lot 5855975 (expiration 30sep2028) or lot 5876489 (expiration 08sep2028). D9, h3: it is unknown if the device will be returned. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.